Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that patient was not able to get enough pain relief. The patient underwent an implantable pulse generator (ipg) explant procedure and was doing well post operatively. The explanted device will not be returned due to facility policy and no device malfunction was suspected.